Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the emergency room with presyncope. Upon review, failure to capture was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2016. The patient was fine before, during and after the procedure.